Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instruments jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. The instrument exhibited imprecise motion during gripping and ungripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The complaint regarding jaws would not open was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend jaws were not opening. The customer tried reseating the instrument and sterile adapter but the issue persisted. The customer was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.